Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the plastic connector between the aquabplus reverse osmosis (ro) system and the 2008t machine melted and cracked over time. The biomed contacted fresenius for the part number so a replacement part can be ordered and installed. No patient involvement nor personal harm to anyone as a result of the thermal damage was reported. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: upon further review, it was determined that the event reported on 3010850471-2023-00032 was not a reportable event related to fmc products. Additional information was received during follow-up indicating that visual indications of thermal damage were not present on the reverse osmosis (ro) system. There will be no further updates on 3010850471-2023-00032.

Manufacturer narrative:
Correction: upon further review, it was determined that the event reported on 3010850471-2023-00032 was not a reportable event related to fmc products. Additional information was received during follow-up indicating that visual indications of thermal damage were not present on the reverse osmosis (ro) system. There will be no further updates on 3010850471-2023-00032.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the plastic connector between the aquabplus reverse osmosis (ro) system and the 2008t machine melted and cracked over time. The biomed contacted fresenius for the part number so a replacement part can be ordered and installed. No patient involvement nor personal harm to anyone as a result of the thermal damage was reported. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the plastic connector between the aquabplus reverse osmosis (ro) system and the 2008t machine melted and cracked over time. The biomed contacted fresenius for the part number so a replacement part can be ordered and installed. No patient involvement nor personal harm to anyone as a result of the thermal damage was reported. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.